Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a lap gastric sleeve procedure, while using the device to transect the greater curvature of the stomach prior to firing of the 4th gst green reload the trigger fired even though the safety button was in place. Had to reverse the knife off tissue and discard the reload. Reloaded device and completed the sleeve. After the case tested the device and was able to depress the firing trigger even though the safety was in place. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57t2t. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with one gst60g cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.